Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 6f sheath at the common femoral artery. Post procedure, the physician who is in training and with the aci sales professional proctoring the case, used the mynx cadence to close the femoral artery. There were no complications during the procedure and closure. The patient was ambulated and discharged to home the same day with no reported clinical sequela. It was reported that three days post discharge; the physician received a note regarding this patient who complained about bleeding at the accessed groin and was referred to a local emergency room (ER) for evaluation. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.